Event description:
Infusion of dopamine using t connector to smart site leaked. Pt was on dopamine and required medical intervention to support bp. Lot # not known. Review of the database indicates one other similar complaint in past 2 years. No parts returned to date. Will do follow up MDR with findings if parts returned for investigation.